Manufacturer narrative:
(B)(4). It was reported performed ¿ breakage suture. A empty winding former and a needle/suture piece were returned for analysis. During the visual inspection of the sample, the swage and attachment were noted to be as expected. The suture piece present body fluids and several damage (flat) along of strand could be observed. In addition, the suture end was cut appears to be by use of the surgical instrument. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. According to the sample condition, the assignable cause of performance-breakage suture suggest an improper handling.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The suture broke other than knots during dermostitch. There were no adverse consequences to the patient.